Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had just been to the physician as they had some problems with the implantable pulse generator (ipg). They reported that the physician had to adjust the sensory on it. The ipg remains in use. No patient complications have been reported as a result of this event.